Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v834750, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the healthcare provider stated surgery was done to resolve the issue. It was noted the patient developed recurrent urinary symptoms in late (B)(6) 2014. Reportedly, the patient had been told to turn their amplitude up as high as they could tolerate which resulted in vaginal discomfort but no improvement in symptoms. It was noted the patient had to self-catheterize which had been painful for them and they were taking levofloxacin. It was stated the patient's device was interrogated and they found several leads with newly increased impedance and the device was turned off. It was stated the patient had dysfunctional leads. It was noted a urine culture was pending and they were going to have a device revision. The patient's implantable neurostimulator (ins) and lead were replaced on (B)(6)-2014 because it stopped working and the high impedances suggested the electrodes needed to be replaced. It was stated the patient had good intraoperative response and tolerated the procedure well. It was noted the patient would follow up in three weeks. It was later reported the patient's outcome was pending.

Event description:
It was reported the patient stated their device had stopped working and they were back to using a catheter. It was later reported the patient had a loss of therapeutic effect and for the past 10 days prior to report their therapy had not been working. It was stated the patient had needed to ¿cath¿ every day and they tried to turn up their stimulation. It was noted from ¿cathing¿ the patient got a very bad bladder and kidney infection and they just finished their antibiotics. The patient stated they could still not pee the day of report and they had been on 3 rounds of antibiotics. It was noted the patient had their therapy adjusted in (B)(6) 2013. It was reported the patient had an overstimulation sensation. The patient stated they turned their stimulation up to 1.9 volts and it felt like their vagina was getting ¿tazed.¿ it was noted for the past 12 days the patient had the sensation that they had to pee but could not pee. Reportedly, the patient was scheduled to see their doctor on (B)(6) 2014. It was stated the patient was on program 4 at 1.9 volts and they had adjusted their stimulation up from 1.5 volts but it had not been effect. The patient switched to program 3 at 2.7 volts and stated they could feel the stimulation comfortably. It was noted that initially the patient stated they were only feeling stimulation at the implantable neurostimulator (ins) site and then they were able to feel stimulation in the bicycle seat area. It was stated the patient¿s therapy was off and they were assisted with turning stimulation on so they could increase stimulation.